Event description:
A male with a straight forward anatomy, underwent initial aaa repair in early 2007. One main body and two iliac leg grafts were placed. During initial implant, the pt's iliac measured 18 and on f/u it measured 20-21. Physician suspected an endoleak or continued aneurysm growth, so in 2008, the physician placed an add'l iliac leg graft down to cover more of the iliac with success. Pt is doing fine.

Manufacturer narrative:
Event evaluation: still under investigation.